Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) strain relief, damaging internal wires. The cause of the inability to communicate with a test monitor is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor returned an electrode belt indicating that it could not communicate with a test monitor.